Event description:
Vertos medical was made aware of a published medical journal article dated 12/25/2023, in which a 76 year old female patient was reported to have post-procedural complications immediately following a left l2/l3 mild procedure, inclusive of lower back/sacral pain and lower extremity weakness resulting from an acute epidural hematoma. The article states the patient was presented to the emergency room for surgical evacuation, which resulted in a good outcome without any further complications. There was no information in the article related to the mild procedure, inclusive of any device traceability, operating facility, operating physician, and the event date. Vertos medical attempted to obtain such information from the article authors; however, the authors could not provide any information in accordance with hipaa policy. Additionally, there was no device information documented in the article, inclusive of any devices involved with the related procedure or any allegations of any device malfunctions.